Event description:
Call received to report silicone breast implant adverse events resulting in permanent disability. Reporter stated that the breast implants that she received were part of a clinical trial study (# (B)(6)) which used industrial-grade silicone and human tissue to construct the device. After implantation (duration unknown), the implant's silicone started to perfuse and leak through her skin. The implants eventually ruptured and became infected where she had purulent discharge mixed in with the silicone gel. Reporter said that she became very sick and has experienced a number of health problems which include: brain abscesses, seizures, joint pain, fractured bones, and loss of her teeth. Reporter shared that post-explant tests on her tissue and device tissue showed bacterial infection (drug resistant) that had permeated throughout her body. Reference report: mw5161853.